Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation.

Event description:
A site biomedical engineer reported that, while in a spinal fusion, the imaging system did not start up as intended. A generator error appeared on the system. The reported issue was resolved by restarting the imaging system. The issue occurred pre-operative. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
Patient information now provided from the site.